Event description:
It was reported that the patient was hospitalized for several days due to persistent pain at the spinal cord stimulation (scs) implantable pulse generator (ipg) implantation site in the lumbar region. The scs device had been implanted for the treatment of angina. The physician assessed that the pain was related to the patients low body weight and the position of the device within the pocket. The patient was advised to turn off stimulation. No intervention has been performed to date.